Manufacturer narrative:
The device was returned to smiths medical for not recognizing cassette (customer might have meant cassette not attached properly error alarm).the smiths tampered seal label was missing. Scratches were noted on lcd lens screen. Evidence of reported problem in event log: on (B)(6) 2021 8:49:58 am high alarm displayed: cassette not attached properly. On (B)(6) 2021 8:50:01 am high alarm silenced: cassette not attached properly. Functional tests: attached a disposable cassette and performed functional test which passed. The device was able to pass functional tests, however error was found in the device history log. Unable to determine the root cause. Replaced the dso sensor for preventive measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the unit was not recognizing a cassette. No patient injury was reported.

Manufacturer narrative:
Corrected data: b1, corrected data: corrected data: b1 product problem.